Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 827338010, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: 72404127, serial number: n/a, batch/lot number: 826121004, model/catalog description: control pump fgs iz, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence attributed to fluid loss within the system. The physician suspected that the fluid loss was caused by a tear within the device; however, this could not be confirmed. A surgical procedure was performed to remove and replace the aus. No further patient complications were reported.